Event description:
Add'l info rec'd from MFR 8/5/04: the reported event did occur - transposing of the month and year on the expiration date. The investigation of this matter after receiving a complaint took a few days. Once this info was available from the manufacturing location, the cause and corrective actions were discussed and approved by both the division and the corporate offices, which took additional time. The corrective action was to overlabel the kits at the facilities they were shipped to. The labels were sent to the sales personnel in the field for their necessary action. IFU requires the kit and the expiration to be checked prior to use, which co depended on to cover them until the investigation was complete at MFR's end.

Event description:
One hospital physician implanted a catheter. Once the device was implanted it was noted that the packaging stated an expiration date of 09/01. Upon noting that the packaging implied the device was already expired the physician explanted the device and implanted another to replace it. Hospital was informed that the packaging info was transposed and the real expiration was january of 09. Reporter's complaint is that if the company was aware of this mistake they should have made efforts to make hospital aware of the problem immediately. Reporter was informed that the sales people were given replacement stickers the previous week that were supposed to be placed over the mistaken dates. Reporter feels steps need to be taken to ensure this type of thing doesn't happen again.